Event description:
Underdelivery reported. The pump primary line was set for 1cc/hr to deliver dopamine 300mg in 100cc IV fluid for hypotension to a 1 year old female. The pt reportedly was not responding to the dopamine, and experienced a transient drop of blood pressure. The bag and pump were changed. No permanent pt harm reported.